Event description:
An administrator reported that an intraocular lens (iol) implant was exchanged due to a refractive surprise. The patient was experiencing the inability to focus. In a follow up, the surgeon indicated the cause of the event was unknown and the event resolved with treatment (iol exchange).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).